Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump had sticky keys that were hard to press. The numbers were not ramping on their own. The scroll bar of the keypad was not moving with no input. The center button was unresponsive. Customer stated that using the up and down arrow allows them to navigate screens. Customer faced this issue majority of the times. Customer stated that the block mode was inactive. There was no alarm in progress when then button went unresponsive. The button was not responding during and easy bolus attempt. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will return for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted.